Event description:
Discordant advia centaur cp troponin ultra results were obtained on pt samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). The pts were admitted to the hospital. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the reagent probe. Which was bent. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.